Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: just for clarification regarding the ¿clips were not recorded on the vessel.¿ did the clip not stay in place or did the clip fall off of the vessel or tissue after it was applied? The analysis results found that the er420 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hemicolectomy procedure, the clips were not recorded on the vessel. Absalok was used to complete the procedure. There were no adverse consequences for the patient reported.